Event description:
It was reported that during an urgent procedure, doctor found iab would not pass smoothly over swg. Assembly exchanged. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when eval is completed.